Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black specks possibly came out from the bronchoscope during a procedure. Black debris was visualized post-biopsies in a patient in their late 70s and the user believed it could have been from the needle biopsies. The issue occurred at the end of a diagnostic bronchoscopy, and the procedure was already completed. The debris were suctioned out. The user was not sure if the black specks or debris came from the scope which was why the scope was sent out. The device was inspected prior to use. There were no reports of further patient harm.

Event description:
It was reported that the black debris were found in the patient's airway. The device also failed a leak test. The issue was noticed at the end of the procedure following needle and forcep biopsies. It is unknown what the foreign material is. There was no procedural delay as a result of the issue and the intended procedure was completed successfully with the same device. There was no clinical impact as a result of the issue. The scope was cleaned and disinfected; however, it was not sterilized. There were no abnormalities in the accessories used for reprocessing. The olympus instructions for use (IFU) is followed for reprocessing. The scope was presoaked in the detergent solution and the air/water nozzle/channel was flushed with detergent solution per the olympus reprocessing IFU. There are no concerns about reprocessing from the customer. During precleaning, the customer aspirated enzymatic cleaner and air through the biopsy and suction channel. There was no delay in the start of precleaning. Olympus later received additional information clarifying that the black debris was suctioned out, but the user did not have a specimen trap hooked to the suction and was unable to confirm if the black debris was actually suctioned out or if it dissolved/disappeared.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer and correction to the initial MDR with information inadvertently left out. Please see updates to a2, b5, and h6.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to field h3. The device was evaluated by olympus. And olympus could not confirm, the reported event. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the black foreign material fell off, because aging. Deterioration on the subject device could not be detected at inspection, prior to use. However, the root cause of the reported event could not be determined. The event can be detected, by following the instructions for use, which state: 3.2: inspection of the endoscope: inspection of the endoscope: inspect the adhesives attaching the bending section cover to the insertion section for deterioration, pitting or cracking. Also, inspect the bending section cover for bulges, swelling, scratches and holes. Olympus will continue to monitor field performance for this device.